Event description:
Event: (cc# 98-00739) the doctor was unable to insert the iab into the sheath. The iab was never returned to datascope for evaluation. [Event complications]: unknown - reported 6/15/98. [Patient's current status]: unk - rpt'd 6/15/98.